Event description:
Nidek received a complaint from a customer on (B)(6) 2013. Customer reported that blade was not oscillating in 130um blade holder while using the mk-2000, s/n: hand piece (hp) (B)(4). No patient injury was reported at the time.

Manufacturer narrative:
The affected device was returned to nidek for evaluation on 02/05/2013. Nidek service engineer (se) had conducted an evaluation and the mk-2000 hand piece sn: (B)(4) and its parts were tested for proper operation. On evaluation se confirmed lid of the blade holder was damaged. Se performed the service and polished the damaged position. The device has been operational. The device was repaired and returned to the customer. Nidek contacted customer to gather additional information regarding the reported event and confirmed that there was no patient injury involved with the event. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.